Event description:
(B)(6), rn injector reported that the patient has recurring swelling and an acute allergic reaction. It has been 1.5 months since the radiesse injection on (B)(6) 2013. A 0.9cc of radiesse was injected into the left malar and 0.6cc was injected into the right malar. The patient came into the office on (B)(6) 2013 and there was a quarter sized demarcation on the left malar that was red, hard and tender to the touch. Prophylactically asia prescribed a z-pack and a medrol dose pack. The patient followed up by phone the next day and it look like it was resolving, the swelling was down. On (B)(6) 2013 the patient complained of tenderness, pain and firmness on the left side. (B)(6) prescribed another z-pack. On (B)(6) 2013 the patient sent an email to (B)(6) stated that she woke up and the left side swelling had increased 4-5 times from the office visit. It was golf-ball sized and flaming red. The swelling nearly shut the left eye. The patient went to urgent care. The patient was sent to the emergency room. The emergency room doctor treated it as a severe infection and prescribed cipro for 30 days. The patient was referred to a specialist. He drained the left side and two tablespoons of pus came out. He cultured it and it came back negative for infection and the patient was taken off of cipro. The emergency room doctor is associated with a derm group and referred the patient to an injection specialist. The specialist did several injections of kenalog. The swelling decreased. As soon as the kenalog started to wear off the swelling increased. (B)(6) has been telling the patient to use warm compresses and massage. At 1.5 weeks ago the right side started up with the same events. The same process was used with the kenalog shots. The patient was told to massage. Yesterday ((B)(6) 2013) was the last day of the oral corticosteroids and the swelling is down. The patient sent photos to (B)(6) and the left side is hyperpigmented and the swelling is down. The right side is higher up in the orbital ridge. The patient said it looks like the right side will hyper pigment as well. Both sides were cultured and were negative for infection. (B)(6), rn spoke to a merz contracted physician, dr. (B)(6). Dr. (B)(6) stated that the initial incident on the left side was most likely an infection that returned as culture negative because of previous antibiotic treatment. The atrophy present is related to the intralesional steroid injection. The hyperpigmentation should be treated with sunscreen and hydroquinone with retin a. There is a new lesion on the right side which also was able to have fluid aspirated from it. Either infection or foreign body granuloma. Dr. (B)(6) recommended injecting the lesion with a combo of lidocaine, kenalog, 5 fu and clindamycin. If she feels that the lesion is not consistent with a foreign body granuloma then she should treat with and extended course of cipro and blaxin. The device history record for the reported radiesse lot number was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Manufacturer narrative:
(B)(4).